Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows multiple components of a cvc kit, including one guide wire assembly. The customer returned multiple components of a cvc kit, including one guide wire assembly, catheter, and dilator, for analysis. The arrow raulerson syringe (ars) was not returned for analysis. No definite signs of use were observed on the returned components. Visual analysis of the guide wire revealed one major kink towards the distal j-bend. The distal j-bend appeared intact. Microscopic examination confirmed the defect and revealed that both welds are present and spherical. Visual analysis of the ars could not be performed as it was not returned for analysis. The kink measured 675mm from the proximal end of the guide wire. The overall length of the guide wire measured 686mm which is within the specification limits of 679mm - 687mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.801mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which informs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through the returned catheter as well as a lab inventory ars and lab inventory introducer needle. The undamaged portions were able to pass through all the components with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was able to be confirmed through investigation of the returned sample. Visual analysis revealed that the guide wire contained one major kink towards the distal j-bend. The guide wire passed all relevant dimensional and functional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received , the appearance of the damage is consistent with unintentional use error , however, without the ars returned, the potential root cause cannot be confirmed. Teleflex will continue to monitor and trend on reports of this nature.